Event description:
It is reported that the implants in tooth sites #19 and #30 were removed due to nerve injury.symptoms as a result of the event: paresthesia.

Manufacturer narrative:
Zimvie complaint (B)(4). Multiple reports are being submitted for this event. A4: patient weight is not provided / unknown. E1: initial reporter¿s title and last name are not provided / unknown.

Manufacturer narrative:
This report is being submitted to report additional information. Multiple reports are being submitted for this event. Zimvie received one implant for evaluation. The investigation has been completed based on the available device information and complaint history review. DHR review was completed for the subject lot number. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number for similar events and one (1) other complaint was identified. Based on the investigation and risk management file review, the most likely root cause determined from the investigation is inadequate treatment planning. Therefore, based on the available information, a device malfunction could not be verified. The reported event was non-verifiable with all the available information. No further investigation or immediate CAPA/hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Event description:
No additional or corrected information to report.